Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('poked threw both tube and uterus on left side') and fallopian tube perforation ('one of those coils have penetrated the tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "I got pregnant". In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pain/hurt"), genital haemorrhage ("she's bleeding"), internal haemorrhage ("have some internal bleeding"), endometriosis ("I have several endometrial spots"), menorrhagia ("I started bleeding real heavy") and anxiety ("worries") and was found to have a pregnancy with contraceptive device ("I got pregnant"). At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, pelvic pain, genital haemorrhage, internal haemorrhage, endometriosis, menorrhagia and anxiety outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered anxiety, endometriosis, fallopian tube perforation, genital haemorrhage, internal haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. Concerning the injury reported in this case the following one/ones were described in the social media pelvic pain, presyncope, genital hemorrhage, pain, fallopian tube perforation, internal bleeding, endometriosis, pregnancy with contraceptive device, device ineffective, menorrhagia, fear, anxiety. Most recent follow-up information incorporated above includes: on 21-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('poked threw both tube and uterus on left side'), fallopian tube perforation ('one of those coils have penetrated the tube'), pregnancy with contraceptive device ('I got pregnant') and genital haemorrhage ('she's bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "I got pregnant". In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pain/hurt"), genital haemorrhage (seriousness criterion medically significant), internal haemorrhage ("have some internal bleeding"), endometriosis ("I have several endometrial spots"), menorrhagia ("I started bleeding real heavy") and anxiety ("worries") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, pelvic pain, genital haemorrhage, internal haemorrhage, endometriosis, menorrhagia and anxiety outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered anxiety, endometriosis, fallopian tube perforation, genital haemorrhage, internal haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. Concerning the injury reported in this case the following one/ones were described in the social media pelvic pain, presyncope, genital hemorrhage, pain, fallopian tube perforation, internal bleeding, endometriosis, pregnancy with contraceptive device, device ineffective, menorrhagia, fear, anxiety. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.